Event description:
The customer reported that while running an hiv-1, page 24 antigen assay, summit sample handler did not pipette lyse buffer and did not given an error message. An ortho field service engineer was dispatched, however, the problem was not duplicated during testing. The fse replaced plunger clamps and tip clamp and the instrument functioned satisfactorily. No death or serious injury was associated with this event. This report correponds to ortho-clinical diagnostic complaint number 00-01797-04.